Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of 08/16/2018. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: towards the end of the da vinci-assisted surgical procedure, the surgeon identified a small tear or hole in the patient¿s bowel. The patient was reportedly transferred to another hospital for further treatment. However, at this time, the root cause of the patient¿s operative complication is unknown.

Event description:
It was reported that towards the end of the da-vinci-assisted cholecystectomy procedure, the surgeon noticed bile and a small hole or tear in the bowel while she was cleaning up around the liver bed. According to the initial reporter, the patient was sent to another hospital for further treatment from a specialist. No other clinical information was provided. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.